Event description:
It was reported that the user experienced a prolonged hyperglycemic episode with a peak of 332 mg/dl followed by a progressive decrease to a low of 40 mg/dl over approximately five hours while using the ilet system, during which the device issued high and low glucose alerts and the user consumed about eight glucose tablets; the user also reported adjusting the target range without clinician guidance and expressed concern that the pump was delivering too much insulin. Symptoms included tingling in the fingers, sweating, and cognitive impairment. Outcomes included self-treatment of hypoglycemia without outside assistance and no medical intervention or hospitalization.

Manufacturer narrative:
Investigation included user counseling on hypoglycemia treatment protocol and reinforcement to consult the healthcare provider before changing targets. Investigation of this case revealed that the cause of the alternating high and low glucose was unclear based on available information. It was concluded that the event involved both hyperglycemia and hypoglycemia with undetermined cause, and that user education and follow-up were provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.